Manufacturer narrative:
(B)(4). Conclusion: stent graft was deployed low.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 6.8 cm diameter abdominal aortic aneurysm. It was reported that during the procedure the bifurcated stent graft was placed slightly low and covered the left hypogastric artery by approximately 1-2mm which occluded the left hypogastric artery. No intervention was performed. No clinical sequelae were reported and the patient is fine.